Event description:
The advocate stated that the customer's blood glucose was tested using her contour meter and the reading was 371 mg/dl. His glucose was retested using another meter and the reading was 127 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have test strips or control solution at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.